Event description:
Procedure type: gastric bypass. According to the reporter: the device was not cutting well during the case. There was no unanticipated tissue loss. There was no bleeding reported in excess of 250cc. The case was not extended by more than 30 minutes.

Manufacturer narrative:
(B)(4).